Manufacturer narrative:
H6) the system was serviced in field and hardware parts were replaced and the system then performed as intended. Codes b01, c07, and d02 are applicable. H6) the product ID: 9735821, lot number: p902451, was returned to the manufacturer for analysis on 2024-apr-03 and analysis confirmed the reported event. It was reported that the returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed many intermittent firmware incompatibility messages dating back to february of 2020. The psu also failed an accuracy test (aak) at .714 millimeters (mm) with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable to this returned product analysis. H3, h6) the product ID: 9735820, lot number: t901510, was returned to the manufacturer for analysis on 2024-apr-03 and analysis confirmed the reported event. It was reported that the "scu" was powered up with the fault light on. There was a message indicating that it could not initialize. A check of the event log showed a failure message from march 18, 2024 that it could not enumerate the strober. A functional check was unable to be performed. Codes b01, c13, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821,  product ID: 9735820, no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while powering on the system yesterday, the localizer faulted message was displayed in the software application. There was no patient involvement. Troubleshooting was performed, technical services (ts) had the field representative (rep) perform following troubleshooting steps, log into stealth admin, then ndi toolbox. No bump status or temperature warning was seen. The rep cleared both bump status and temperature indicators and checked the event logs in ndi toolbox, multiple firmware incompatible episodes were seen dating back to 2020. The rep powered off the system and removed from wall power for 5 minutes, upon powering system on, localizer connected message displaying in application after the rep logged in. However, the rep logged in and out of stealth admin and localizer faulted message reappeared.